Manufacturer narrative:
Continuation of medical devices: product ID: dtmb2q1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the three months post implant, the patient heard alarm. The device had reached elective replacement indicator (eri). It was noted device had reached battery depletion prematurely. It was also reported the left ventricular (lv) lead was suspected of being displaced. There was increased/high threshold and no capture on the lead. The lead lv pacing was turned off and the device longevity estimate is now 3.4 years. The lv lead will be repositioned. The device and lead remain in use. No patient complications have been reported as a result of this event.